Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Corrected information can be found in section d4.

Manufacturer narrative:
The prograsp forceps instrument was not returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if additional information is received. This event is being reported based on the following conclusion: it was alleged that the prograsp forceps instrument broke and a fragment fell inside the patient during a da vinci-assisted procedure. The fragment was retrieved during the same procedure. It is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted ventral hernia repair surgical procedure, a prograsp forceps instrument broke inside of the patient. The customer indicated that they were able to remove all of the pieces and continue with the procedure as it was only the cabling that snapped. The customer stated that there was no patient impact and no need for post-operative tests since all of the pieces were removed. The customer was able to replace the instrument and continue with the procedure as planned. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reporter indicated that the instrument was in use for 20 minutes before noticing the wire from the prograsp popped out of the wrist of the instrument. The reporter indicated that all fragments were retrieved. There was no additional surgical procedure required to remove the fragment. There were no post-operative tests like an x-ray or ultrasound performed to check for remaining fragments. The reporter indicated the surgeon was unsure of what could have caused the instrument to break or caused the fragment falling issue. The reporter indicated the wire was sticking out and it could have possibly been due to rough removal, or the wrist could have not been straight prior to removal. The instrument was inspected prior to usage and there was no damage noted prior to using the instrument besides this incident. The surgical task that was being performed was the grasping attempting to get the hernia sac to release from the defect. The surgeon did not notice any issues with the functionality of the instrument during the surgical procedure. It was confirmed that the fragment(s) did not fall inside the patient during an instrument tip / accessory collision. It was unknown if the instrument was removed during the procedure (prior to the breakage) and if the wrist straightened prior to removal. The surgical staff did not feel any resistance upon removal of the instrument through the cannula. Upon removal of the instrument, the reporter was unsure if the wrist was straightened. Upon removal of the instrument, the reporter was unsure if the surgical staff felt any resistance of the instrument through the cannula. Upon removal, the reporter was unsure if the surgical staff noticed any damage to the cannula after the event occurred. The reporter also indicated they were unsure if there was any other damage to the instrument after the event occurred. The instrument has been disposed of and will not be returned for isi evaluation.